Event description:
A report was received on (B)(6) 2023 from a healthcare professional (hcp) regarding a 64 year old male patient with a medical history including hypertension, end stage renal disease and performing hemodialysis via a central venous catheter (cvc), stating the patient exsanguinated on (B)(6) 2023. Additional information was received on (B)(6) 2023 from the home therapy manager (htm), who stated the patient was found by the care partner, surrounded by an unspecified amount of blood and with an unclamped venous cvc line. Per the htm, the patient was not connected to the device at the time of the event. Emergency medical services (ems) were called, and the patient was pronounced at the scene upon their arrival.

Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).